Manufacturer narrative:
The insulin pump passed displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm or no delivery alarm was noted. The motor passed motor test. The pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, motor error and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 464 mg/dl. The customer treated with injections. The customer stated that the no delivery alarm occurred during bolus. The customer stated that the motor error occurred during basal. The customer stated that the pump was not exposed to a strong magnetic field or MRI. The customer stated that they were able to rewind. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.